Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: investigation ongoing.

Event description:
The following was reported to the hamilton medical ag: detailed complaint and failure description: went to complete the annual maintenance of the ventilator, however if failed to start up and showed "ventilation unit synchronization timeout" on start up screen.